Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, six weeks after the implant procedure, the implantable cardiac monitor (icm) experienced oversensing of noise and artifacts during tachycardia episodes. The device remains in use. No patient complications have been reported as a result of this event.